Event description:
It was reported that intra-operatively, the stylet was very difficult to advance and almost locked up in the inner lumen of the lead. The physician had to use great pull force to free the stylet. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.